Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding two generator and two handpieces. It was reported that during a sacroiliac and thoracolumbar procedure, the handpieces was excessively sparking. They tried switching the hand pieces and they were still getting excessive sparking. They decided to switch generators and still no resolution. They ultimately decided to not use the generator. There was no impact to patient outcome.